Manufacturer narrative:
Argus case: (B)(4).

Event description:
I have something in my throat and I started to suspect that it's from corega. [Foreign body in throat]. Suspect that it's from corega because since it's sticky it may be lodging in my throat [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown for product used for unknown indication. On an unknown date, the patient started corega denture adhesive formulation unknown at an unknown dose and frequency. On an unknown date, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced foreign body in throat (serious criteria gsk medically significant) and accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture adhesive formulation unknown was unknown. On an unknown date, the outcome of the foreign body in throat and accidental device ingestion were unknown. The reporter considered the foreign body in throat to be related to corega denture adhesive formulation unknown.it was unknown if the reporter considered the accidental device ingestion to be related to corega denture adhesive formulation unknown. Additional details: adverse event information received by a consumer via call center representative on 23aug2022. The consumer stated that, "I've used the corega product for about 5 years. Two months ago I started to notice that I have something in my throat and I ended up going to the doctor but nothing appeared. I force a few coughs and force it to see if it comes out but nothing. I started to suspect that it's from corega because since it's sticky it may be lodging in my throat little by little. I'd like a solution on what I could use to get it out. Because it is very bad to keep scratching your throat and forcing a cough to come out. Because maybe I have to do an endoscopy to find out what I don't want. I look forward to a reply".